Event description:
It was reported that t:slim x2 pump battery would not charge, and a power source alert was recorded. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to allow pump battery to fully deplete and return problematic pump within 10 days, and technical support arranged shipment of replacement pump